Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when retrieving images, a thumbnail image is selected and it does not match the full size image. There was no report of death or serious injury associated with this event.